Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced an event of detachment of infusion set tubing close to the location on (B)(6) 2025. The site was right side of patient's abdomen and pump was on left pocket. The issue occurred while the patient was sitting. No further information available.